Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that a ventilator display screen was missing information after replacing the main printed circuit board. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Although medtronic was not authorized to conduct a failure investigation, the third party returned a control board. The customer alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.